Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal small a.o. Quick connect drill attachment 1000 rpm had an abnormal noise during the use and filings were noted by the tip of the drill. There was no pt harm; however there was a delay in surgery for approximately 5 minutes. The procedure was completed with an alternate device.